Event description:
Boston scientific crm received info that this right ventricular (rv) lead exhibited decreasing r-wave measurements and eventually the r-waves were unable to be measured. A lead dislodgement was suspected and a lead revision was performed. This rv lead was successfully repositioned and other than the procedure, no adverse patient effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.